Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump buttons are harder to press and insulin pump was rejecting the new batteries. The customer¿s blood glucose was unknown. Customer also reported that the screen locks up once in a while. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on bolus, esc and act button. Connector was inspected and locked on lcd board. No button error alarm and frozen screen during testing. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No prime/fill anomaly noted. Device passed self test, a21 error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no low battery alert and failed battery test noted. (B)(4).